Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer had accidentally programmed the bg value of 122 (mg/dl) onto the carbohydrates field when entering values onto the pump. Reportedly, the customer believes to have backed out of the bolus screen and did not deliver a bolus of 122 grams of carbohydrates; however, noticed that the insulin on board increased by 5 units. Review of the pump history showed that a quick bolus of 5 units had been delivered by the customer. Review of the pump logs by tandem technical support showed that the 5 unit bolus had been requested and delivered by the customer. The customer acknowledged and reported having the pump in pocket and that the button may have been pressed upon multiple times. The customer successfully turned the quick bolus feature off. To prevent an adverse event, the customer confirmed consuming juice and bg levels remained near 122 mg/dl at the time of the event.